Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having problems with several issues with her sensor. Her blood glucose was 53 mg/dl and she said that was not low for her and she does not usually treat when it gets that low. Troubleshooting was done for her sensor issues. She was advised that if she would like to troubleshoot for low or high blood glucose, she could call back. The pump, sensor and charger will not be returning for analysis.